Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported peeling was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported polymer peeling appears to be related to operational circumstances of the procedure. It is likely that the manipulation against the anatomy and/or other devices used resulted in the noted separations and subsequent damages on the polymer coating and likely the appearance of peeling. The noted kinks and bends on the guide wire likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a moderately calcified superficial femoral artery. A hi-torque command 18 guide wire was inserted, but it was observed that the coating had separated from the wire. The coating remained in the delivery catheter and was removed without causing injury. The guide wire was replaced with the same size and the procedure was successfully complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was received.